Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shut off. When connected to a power source and turned back on a malfunction alarm occurred. The customer's blood glucose (bg) level was impacted (426 mg/dl). It was indicated that an old insulin pump will be used to address elevated bg level and used as alternate insulin therapy until the replacement pump is received.